Event description:
It was reported that during a proximal right coronary artery stenting procedure, after successful implantation of two drug eluting stents, a 3.5x12mm nc trek was taken to the stented lesion for post dilatation. During inflation at 8 atmospheres (atm), contrast was noted leaking from the balloon. The device was removed without issue and a non-abbott balloon was used to complete the procedure. There was no report of adverse patient sequela or a clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents of balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hypercoat; guide catheter: sion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.